Event description:
It was reported that there was a confirmed motor stall in the event logs from (B)(6) 2013 with no motor stall recovery recorded. The tube set message appeared as expected after 48 hours. There was no known cause for the motor stall such as emi or MRI. The patient did not hear the alarm but the healthcare provider heard it in the clinic. During the refill the expected residual volume was 5.4ml and the actual residual volume was 16ml. The patient had experienced increased spasms and increased pain. The device system was used to deliver lioresal and bupivacaine. It was later reported that the only symptom that the patient had was increased spasticity. The pump contained an unknown baclofen, not lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, lot# j0039648r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8709, lot# j0039648r, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: catheter.

Event description:
Additional information was received indicating the pump was replaced.

Manufacturer narrative:
(B)(4).

Event description:
On 6/27/2014 information was received from a representative indicating that the patient's healthcare provider had not seen the patient since and as far as they knew the patient was no longer using the pump.